Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Two opened probes were received, with tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with clear foreign material on needle, orange/brown foreign material on port face, welded cap and needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on port face and welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Both returned samples were found to be functionally conforming, therefore aspiration and actuation failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as both returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation and aspiration failure was occurred inside the patient's eye during surgery. The procedure type was unknown. The surgery was completed after a new replacement was used. There was no patient harm.